Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported the cycler alarmed for a drain line blockage during drain 1. While troubleshooting he discontinued treatment and when he opened the cassette door he found the cassette was leaking fluid. The pt was advised to discontinue using his cycler and to follow up with his pd nurse. He completed treatment manually. He discarded the set. During follow up the pt's pd nurse reported that his effluent was clear. He was prescribed prophylactic antibiotics vancomycin and cefazolin. He did not have any signs of infection. No adverse event reported at this time.